Event description:
Customer received multiple unspecified malfunctions. Customer's blood glucose was 186-251 mg/dl.

Manufacturer narrative:
B3

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.